Manufacturer narrative:
(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a ventral hernia repair in 2013 and mesh was implanted. The patient reported that the mesh was defective and a second unspecified procedure was completed on an unknown date. No additional information was provided.

Manufacturer narrative:
Additional information: additional patient code: (B)(4)

Manufacturer narrative:
Date sent to FDA: 9/4/2019.